Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured klebsiella variiocola bacteremia with a "possible" relationship to the impella device used. It was reported that roughly 53 days into impella 5.5 support, a patient's blood cultures came back positive for klebsiella variicola. The patient was initially started on vancomycin and merrem with the addition of micafungin two days later. The bacteria was believed to be related to the impella. Support was continued with the implanted pump for another seven days until planned explant. The patient was said to have recovered from the condition.

Manufacturer narrative:
The investigation of infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.